Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the instrument was partially applied with four remaining clips. Functionally; the clips were not loading properly. Based on the evaluation of the instrument it was determined that the damaged pusher bar occurred during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged pusher bar condition may occur when the jaws of the instrument are constrained or with a side load to the jaws while attempting to fire a clip. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a coronary bypass the device fired properly at first, but then it became unable to deploy the rest clips. The procedure was completed with another device. There was no patient harm.